Event description:
Report received from the USA stating that the device had bad bearings. The device was not being used during surgery. There were no injuries but it is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).